Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Clinical researcher reported the following, "(B)(6) 2008; primary right total knee replacement for tricompartmental osteoarthritis. Post operative notes advised: continuous passive motion machine to be applied as the patient was regarded to be at high risk of stiffness. Patient remained in hospital for 15 days requiring intensive physiotherapy to achieve an adequate range of motion for discharge. On (B)(6) 2008: examination under anaesthetic and possible injection of local anaesthesia for post-op stiffness secondary to arthrofibrosis. Manipulation under anaesthetic achieved 5-120 degrees range of movement (rom). Physiotherapy on discharge. On (B)(6) 2008: orthopaedic clinic: rom = 10-95 degrees measured. Patient reported 105 degrees flexion achieved in physiotherapy. On (B)(6) 2008: orthopaedic clinic: rom = 5 - 105 degrees. Receiving hydrotherapy and physiotherapy.